Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/30/2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the buckle was broken with striations consistent with surgical end cuts to remove the device. Analysis noted the band tubing was broken with striations described as surgical damage. Analysis noted slight discoloration described as "(brown color) like the beginning of an erosion.

Event description:
Healthcare professional reported "chronic erosion of gastric band." The lap-band system was explanted.